Event description:
Two pts with discrepant urine protein results. Pt 1, initial result 1.04 g/l, repeat 0.07 g/l. Pt 2, initial result 0.96 g/l, repeat 0.07 g/l. No adverse events reported in association with the incorrect results. If add'l info is received, appropriate notification will be provided.